Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a device implanted in 2014 and she fell two years later. She was painting and was on the ladder and fell off on the floor and it shocked her. She went to the ER and they shut off the stim and put in a new ins a few hours later. No further patient complications are anticipated or expected as a result of this event.